Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 (belt/monitor unusable), gong alarms) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open red (can h), main batt, and front pulse wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 204 messages (belt/monitor unusable) and gong alarms.